Event description:
It was reported that patient experienced depleting battery life. There was no reported impact to the customer¿s blood glucose level. Patient declined follow up with technical support and was already in process for new tandem device, so no additional troubleshooting or corrective actions were documented.